Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument was fractured. After confirming with the clinical customer, the fractured part had been completely removed, and no fragment remained in the patient.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis. A review of the provided image shows a broken curved blade at the distal end of the harmonic ace.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have blade damage at the midpoint of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.